Event description:
Rptr alleged obtaining discrepant blood glucose results of 548, 144 and 218 mg/dl all back to back when testing was performed less than 5 mins apart on the aviva system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement was sent.